Event description:
It was reported that during a laparoscopic gastric sleeve procedure during the third or fourth firing the device lost power during firing. The device created a partial firing and then stopped. The surgeon used the manual over ride to open the device and remove from the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th firing. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Yes. Was the instrument fired across or near an existing staple line or clip? Yes, to continue where the device stopped. Were any unexpected noises heard? No. Is there any other additional information you would like to share about this device or procedure? No. The rep was not in the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a vascular reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended and no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.